Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: other relevant history, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion was not confirmed during the review of the event logs and could not be replicated during testing of the returned pump module (B)(6). The second suspect device (B)(6) was not returned for evaluation; however, log analysis of the associated pcu showed multiple auto-restart attempts prior to an occlusion alarm, indicating the system detected and attempted to resolve downstream occlusion conditions during infusion. For pump module with (B)(6), rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. For pump module with (B)(6), inspection both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 13oct2025 at 3:00 pm. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. Although the facility reported only pump module (B)(6) as involved in the event, the log review showed that this unit infused from 1:58 pm until 2:48 pm and was removed at 2:50 pm. At the reported time of 3:00 pm, the infusion was being performed by pump module (B)(6), which was programmed with the same parameters (rate of 999ml/hr and vtbi of 1100ml) and continued infusing until 3:36 pm. For this reason, pump module (B)(6) was added as suspect in this investigation. The logs below show the events from 13oct2025 at 1:56 pm, when the pcu and pump modules were powered on, until 3:36 pm, when all devices were turned off: at 1:56 pm, the pcu and both pump modules were powered on. Pump module (B)(6) was programmed with drug ID 1 (ivf maintenance) at a rate of 999ml/hr and a vtbi of 1100ml. At 1:58 pm, the infusion started with a pvi of 0ml, while pump module (B)(6) remained idle. At 2:47 pm, the pause key was pressed on pump module (B)(6), and immediately after, the channel off key was pressed, ending the infusion and powering off all devices. The tvi for pump module (B)(6) was 824.626ml. At 2:48 pm, the pcu and both pump modules were powered on again. Pump module (B)(6) was programmed with drug ID 1 (ivf maintenance) at a rate of 999ml/hr and a vtbi of 1100ml. The infusion started in the same minute with a pvi of 0ml, while pump module (B)(6) remained inactive. At 2:50 pm, while pump module (B)(6) continued infusing, pump module (B)(6) was removed from the pcu. Between 2:51 pm and 2:52 pm, six auto-restart events were recorded on pump module (B)(6). During the same minute, an occluded patient side alarm occurred with a pvi of 53.649ml. At 2:53 pm, the restart key was pressed and the infusion resumed. At 3:03 pm and again at 3:17 pm, additional auto-restart events were recorded. At 3:36 pm, the channel off key was pressed, ending the infusion with a pvi of 770.359ml. The pump module and pcu were powered off and removed. The tvi was 770.359ml. After pump module (B)(6) was turned off at 3:36 pm, no further infusions or activity were recorded that day. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The bd alaris system user manual (v12.3.2) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: for pump module (B)(6), the root cause of the reported issue of an under infusion was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. For the second suspect pump module (B)(6), the root cause of the reported issue could not be determined, since the device was not received for this investigation. However, event log review from the associated pcu indicated multiple auto-restart attempts prior to an occlusion alarm, suggesting that the system detected and attempted to resolve downstream occlusion conditions during infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that 1100ml bag of IV fluids was programmed to infuse. After approximately 45 minutes, the infusion pump displayed that 270 ml remained in the medication bag, but approximately 600-700 ml were observed still remaining in bag. The event occurred at 1500. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that 1100ml bag of IV fluids was programmed to infuse. After approximately 45 minutes, the infusion pump displayed that 270 ml remained in the medication bag, but approximately 600-700 ml were observed still remaining in bag. The event occurred at 1500. There was patient involvement but no harm.